Event description:
No new information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed by review of customer provided photo. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the subject device was inserted into / withdrawn from the endoscope while the forceps elevator was highly raised. Therefore, the distal end of the tube sheath was possibly rubbed from the effect of contacting the forceps elevator or the distal end of the endoscope, causing the peelings of the marking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ercp, several small fragments of the coating at the distal end of the single use 2-lumen sphincterotome had come off in the patient's intestines. A flush was performed, and the fragments were removed.